Manufacturer narrative:
H3/h6: the suspected device was returned for evaluation. No issues were found in the event history log (ehl). The device was visually inspected. A bubbled downstream occlusion (dso) seal was identified. A functional test was performed, and the reported issue was confirmed. The cause of the reported issue was due to worn out expulsor and valve. As a result, the downstream occlusion (dso) seal, expulsor and valve was replaced. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair and was returned to the customer.

Event description:
It was stated that the error is related to funding rate being repeatedly borderline. There was no reported patient involvement. Evolution of the returned device was confirmed the reported issue. Funding rate is borderline.